Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in head unit, the image had white dots and due to poor watertightness of head unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device's image had white dots, water leak in head unit, poor watertightness of head unit, and water tightness was lost. There was no patient involvement.